Event description:
I had a right knee total replacement done with huge complications. Severe pain, swelling, very little mobility. The doctor did a manipulation with no results. She told me it was scar tissue, give it one to two years it will get better. Got second opinion. That doctor also did a manipulation and a scope said give it time at least a year, it's just scar tissue. In the mean time, I am going broke, unable to take care of our (B)(6). I had to hire extra help to take my place for six months so far. Went and got third opinion. This doctor said it appeared to be an allergic reaction, but (B)(6) does not pay for the blood test. I agreed to pay up front for the test (B)(6); "the test came back five things in my new knee. "I was allergic to the highest was titanium now". I'm scheduled for another replacement. "If this doctor did nothing like the other two, I would never walk again". This affected my heart, kidneys, and pancreas and they told me to give it time; one to two years. Don't understand why any one would have to go through this to be able to walk after a knee replacement. These doctors were willing to do nothing at all, but bill me time and time again to go to their office just to say give it time. Now I'm about to loose the (B)(6) that has been in the family for (B)(6). This is not right; all they had to do was a blood test. Stryker implant therapy started (B)(6) 2013 and finished (B)(6) 2012. Reason for use: right knee wore out.